Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the catheter tip of the catheter was broken while being cleaned with saline gauze. Another device was used.

Manufacturer narrative:
Qn# (B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 02/07/2018, was sent in error.

Event description:
The customer alleges the catheter tip of the catheter was broken while being cleaned with saline gauze. Another device was used.